Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device failed to charge defib. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the processor/bridge/pace board was replaced. The device was recertified and returned to the customer. The processor/bridge/pace board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty relay on the processor/bridge/ pace board. Analysis for reports of this type has not identified an increase in trend.